Event description:
The customer reported that after approx five seal cycles, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. Sutures were used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.